Manufacturer narrative:
(B)(4). Device not yet received by manufacturer.

Event description:
Per the clinic, the patient experience poor performance with device use. The device was explanted on (B)(6) 2015, and the patient was reimplanted with another manufacturer's cochlear implant during the same surgery.